Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported. During a procedure, the psi pt's specific implant had a size issue. It was re-worked intra-operatively.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.